Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During an unspecified portion of the procedure a drop in the patient¿s blood pressure was noted. A cardiac tamponade was confirmed by intracardiac echocardiography. A pericardiocentesis yielded an unknown amount of fluid. The patient was last reported to be in stable condition.

Manufacturer narrative:
On 7/31/2018, additional information was received regarding the adverse event. It was reported that during transseptal phase, a drop in the patient¿s blood pressure was noted. A cardiac tamponade was confirmed by intracardiac echocardiography. A pericardiocentesis yielded an unknown amount of fluid. The patient was last reported to be in stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or error observed on any bwi product during the procedure. Transseptal puncture was performed with a baylis transseptal needle (catalog and lot # unknown). The information of the sheath used is unknown. Irrigation flow was set at low 2ml because no ablation had occurred. The patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) is unknown. It is not known if the thermocool smarttouch sf catheter was in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter. The shaft proximity interference (spi) value is unknown. Since confirmation was received that the adverse event occurred during transseptal phase while using a non-bwi product, this event is no longer MDR-reportable. However, since the event was already reported to FDA, biosense webster will continue processing 3500a reports as required. Manufacturer's ref # (B)(4).